Event description:
Allergan silicone breast implant rupture was incidentally found in CT scan. Scan was ordered due to lump over right side rib, however, left implant had ruptured. Breast augmentation was performed (B)(6) 2009. Returned to same ps he convinced me I would not be happy with simple explant. Replaced with mentor saline in (B)(6) 2016 and since I have a wide array of health problems (candida throat, positive for autoimmune) and list goes on. Explanting (B)(6) with different ps. Extremely healthy before implants. Product should be removed. I do have copies of all lab work. FDA safety report ID# (B)(4).